Manufacturer narrative:
Eval results: visual inspection of the returned prod found pieces of the lens optic torn off. A piece of the lens optic and one haptic were torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned prod, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The rptr stated the surgeon attempted to insert an aq2003v silicone three piece lens but the lens tore in the cartridge. There was no pt contact or injury.